Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure - (B)(6) 2009? Other relevant patient history/concomitant medications the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? Note: adverse event related to (B)(6) 2016 reported via 2210968-2018-77593; adverse event related to (B)(6) 2016 reported via 2210968-2018-77594.

Event description:
It was reported that the patient underwent sling procedure on (B)(6) 2009 and mesh was implanted. It was reported that the procedure was uncomplicated. In (B)(6) 2016, the patient experienced mesh erosion, 1.5 cm midline tape erosion with edge of tape visible, no stress leaks, intermittent cystitis for 18 months. A cystoscopy was performed and trim of mesh, 10x2mm edge of mesh was removed and vagina oversewn. It was reported there was no erosion into bladder or urethra. During a telephone interview in (B)(6) 2016, the patient reported all healed and well and the patient experienced some urge leaks and mirabegron was started. In (B)(6) 2017, the patient urgency improved but mesh erosion recurred. On (B)(6) 2017, the patient underwent 2x5mm excision and oversewn on right hand side. Additional information has been requested.